Event description:
It was reported that on (B)(6) 2014 a canine patient was implanted with a 2.0 mm dcp 8-hole plate with 4 screws above and below the fracture line to stabilize a simple short, oblique, distal third diaphyseal radial fracture. Post operative x-rays appeared to have good alignment and good screw placement. The patient was using the limb well post-operatively and activity restriction was recommended. On (B)(6) 2014 the patient presented for acute onset of lameness in the same limb. X-rays taken on (B)(6) 2014 showed that the plate had fractured through the screw hole just distal to the fracture line. The broken hardware has not been removed at this time and remains implanted. It was also reported that this case includes nonunion and pain at the fracture site. The patient is currently being managed with casting of the forelimb due to instability. Anticipated treatment was indefinite casting. It was also reported per a review of xrays by the medical director that the xrays confirm a broken plate. There were no reports of a surgical delay. This a veterinary case that involved a dog. There was no human patient involved. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device used in a veterinary case. Device is a veterinary product. Device is similar to a device marketed for human use. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.